Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the image disappeared during angulation in up direction. In addition, there were foreign material found in the bending section cover, connecting tube and adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿operation manual_ preparation and inspection of the endoscope¿ ¿-reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) -precleaning the endoscope and accessories -manually cleaning the endoscope and accessories¿ based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for foreign material failure could not be determined. As for the imaging failure, investigators believe it¿s likely that the charged couple device cable was broken due to external pressures. Olympus will continue to monitor the field performance of this device.